Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that on (B)(6) 2018 when patient¿s blood was being rinsed back during patient¿s hemodialysis (hd) treatment, the patient became unresponsive, coded and needed to be resuscitated. Consequently, the patient was sent to the emergency room (ER). Per cm at the ER the patient was diagnosed with hyperglycemia and pneumonia. The clinical manager stated that the patient declined treatment at the ER and was sent home with oral antibiotics (frequency, dosage, and type unknown). Additionally, the cm stated that the patient has returned to hd therapy without further issues. Additional information regarding patient ER visit has been requested. The in-house biomed reported that there were no reported diagnostic messages or audible alarms during treatment; however the biomed found that the machine was running on a 2.00 meq/l k+ bath selected on the display and a 3.00 meq/l k+ bath connected to the acid pump. The displayed conductivity (cond) was 12.8 ms/cm and the alarm limits were lowered; therefore; there would not be any alarms generated. The in-house biomed sent samples to the lab for electrolytes with the machine set up the same way and also with the machine actually pulling a 2.00 meq/l k+ bath and both samples came back with low bic (about 22 meq/l when set to 35 meq/l) and low na+ (about 121 meq/l when set to 140 meq/l). The in-house biomed requested onsite service to evaluate the machine, but not perform any repairs. A fresenius regional equipment specialist (res) went onsite to evaluate the machine as requested by the facility biomed. The res identified that the machine was not pulling the bicarbonate correctly causing low conductivity. The in-house biomed rebuilt the bicarb pump and replaced the inner springs. As per in-house biomed the machine has been repaired and it¿s ready to be used.

Manufacturer narrative:
Additional information: correction: (patient codes) clinical investigation: there is a possible causal relationship between the patient event of cardiopulmonary arrest with subsequent hospital treatment and hd therapy on the fresenius 2008t machine. During evaluation of the device it was noted that the bicarbonate was not pulling correctly causing low conductivity which can lead to patient injury or death (2008t machine operator¿s manual p/n 490122 rev o). The alarm limits had been lowered on the machine which resulted in no alarm being generated for the lower conductivity. Additionally, patient lab results documented their po2 value as critical at 190.9mmhg and in conjunction with other lab values indicated metabolic acidosis which can be the result of low bicarbonate levels being delivered during hd treatment. However, the patient was found to be hypoglycemic upon assessment at the ER which could have caused/contributed to the patient¿s unresponsiveness. Based on available information a causal relationship between the patient event and hd therapy on the 2008t machine cannot be ruled out.

Event description:
Treatment records indicated that the patient arrived for a scheduled in-center hd treatment on (B)(6) 2018 with pre-treatment vitals bp sitting 110/54; standing 109/55; pulse 95 regular; respiration 18; temp 96.5; weight 69.4kg. The treatment was initiated via left arteriovenous (av) fistula with two 14 gauge needles at approximately 0515 hours with the patient on 2l oxygen via nasal cannula. The treatment was scheduled for 3 hours and 45 minutes. Treatment settings were verified and the ultrafiltration (uf) goal was set to remove 2000ml intradialytic weight gain (idwg). The patient completed treatment without any issues until approximately 0908 hours, during rinse back when the patient became unresponsive. The patient was found to have no palpable carotid pulse with agonal breathing. The patient was already on 2l/min oxygen via nasal cannula which was increased to 4l/min and cardiopulmonary resuscitation (CPR) was initiated. After two compressions the patient grunted and appeared awake, breathing regular on the 4l/min oxygen, but did not speak. The patient was able to nonverbally respond in the negative and affirmative and denied pain. The patient¿s right pupil was 2mm and left was 1mm and was not able to follow commands. Emergency medical services (ems) arrived and the center physician assessed the patient prior to transport. The patient¿s needles were not disconnected prior to transport. The patient arrived at the emergency room (ER) via ems and was assessed. The patient appeared uncomfortable, was positive for weakness and hypoxia with pulse oximetry 83% on room air with improvement to 96% with non-rebreather. The patient was alert and oriented to person, place and time and was able to follow commands. The patient was diagnosed with pneumonia (unspecified organism) and hypoglycemia (glucose 74 was only documented value). A chest x-ray showed mild to moderate right pleural effusion with adjacent focal infiltrates identified within the right lung base. The patient was treated/prescribed levaquin 500mg oral tablet once daily for 7 days. The lab results showed a critical po2 level of 190.9mmhg. The patient also had a head computed tomography (CT) scan with no documented results. The physician recommended the patient being admitted but the patient would rather do outpatient care and return to the emergency room if symptoms worsen. The supervisor from the dialysis unit was to remove the dialysis needles prior to discharge. The patient was discharged to home and has returned to his regularly scheduled hemodialysis (hd) treatments with no further issues.

Manufacturer narrative:
Pant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the bicarb pump was rebuilt and that the inner spring were replaced as well, which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Should additional relevant information become available, a supplemental report will be submitted.